Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. An xt clip was inserted and placed on the mitral valve. It was noted that during the deployment steps, the clip did not release from the mandrel. Troubleshooting was performed and the clip was able to be deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported difficult or delayed activation (difficulty deploying the clip) per the account is related to patient and procedural conditions due to the need to use all three knobs along with a severe aorta hugger and horizontal leaflets, which caused tension on the device. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. An xt clip was inserted and placed on the mitral valve. It was noted that during the deployment steps, the clip did not release from the mandrel. Troubleshooting was performed and the clip was able to be deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.